Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. No issues related to the customer allegation were identified. The two allegations for this customer¿s site with possible lab contamination, which does not indicate a systemic issue with this lot. Samples were not requested as the evidence indicates the discrepant results are due to sample specific issues or from lab contamination. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® cobas® sars-cov-2 assay. A customer from (B)(6) alleged that they received potential false positive results for patients¿ samples tested using the cobas® sars-cov-2 assay analyzed on the cobas® liat® system (s/n (B)(4)). The customer reported that on (B)(6) 2021 that they identified during run #4581 and run #4582 sars-cov-2 positive, influenza a negative and influenza b negative results for 2 patient¿s samples. Both patients¿ same sample were repeat tested using a different platform the qiasymphony/rotor gene -altona assay analyzed on the qiagen qiastat-dx that generated sars-cov-2 negative, influenza a negative and influenza b negative results for both patients¿ samples. Patient sample was collected using combined nose and throat swab and copan e nat. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patient. The negative results were reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Two (2) mdrs will be filed one for each sample as per FDA guidance.